Manufacturer narrative:
B3 - date of event: unknown, no information provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed an accuracy test. The event occurred during testing stage.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. The device was found to be within manufacturing specifications. The service history review had no indication that the complaint was related to a service of the device within the review period.